Event description:
The customer reported a possible power supply issue. A flashing ac power light was observed. There was no pt involvement.

Manufacturer narrative:
The customer reported a possible power supply issue. A flashing ac power light was observed. There was no pt involvement. The device was evaluated at philip, and the symptom was confirmed. Replacing the power supply resolved the issue.